Event description:
The customer used the subject device and did the grasping operation several times during a procedure. Then the probe and the tip of the grasping surface were burned and charred. The procedure was completed with a spare device. No parts of the subject device were fallen into the patient body, and there was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tip of the grasping section was deformed to bend toward the probe, and had a scratch. The grasping surface was severly worn, and the metal portion was exposed. There was a scratch in the tip of the probe made as the result of contacting the grasping section. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the probe and the tip of the grasping surface were burned since the tip of the probe contacted with the tip of the grasping surface intensely. It is supposed that the deformation of the grasping section was due to the strong stress to the grasping section since there was a scratch at the tip of the grasping section. It is supposed that the grasping surface was worn since the tip of the probe contacted wit the tip of the deformed grasping surface excessively during activation of the output. Improper handling of the subject device cannot be ruled out as a contributory factor to this phenomenon. The above handling has already been prohibited in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.